Event description:
It was reported that during the implant attempt, the lead with the catheter could not be successfully implanted in the atrium. The p hysician replaced the lead with a new one and used a new sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).